Event description:
It was reported that in central processing, misaligned tips were identified on a megasuture cut needle driver instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to verify the reported complaint. The instrument did not have any damage to the grips. Failure analysis investigation found the following damage, which was not reported: one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the instrument's wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a broken grip cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.